Event description:
It was reported that an initial surgery was completed successfully, and final tightening of all locking caps was performed using the driver. After a few weeks, the patient experienced mild discomfort at the operated level and subsequently consulted their surgeon again. Following clinical evaluation, the doctor advised an x-ray investigation. Upon reviewing the x-ray, the surgeon found that one locking cap had broken and become displaced from the rod and screw head assembly. The surgeon advised revision/repositioning of the screw and rod system. The surgeon observed that: the locking cap was broken, and the screw head had slightly opened up. The surgeon then replaced the affected screw and locking cap and completed final tightening again using the driver.

Manufacturer narrative:
It was reported that a revere locking cap is found broken post-operatively, and the patient is experiencing discomfort. By evaluating the picture provided, excessive wear is found on the body of the cap, and there is visible deformation on the top surface of the anodized body. On the screw head, the top edge of the rod slot appeared to be deformed, which aligns with the surgeon's observation of the screw head had slightly opened up. By evaluating the x-ray provided, the locking cap was fallen out from the screw, and the rod was loosened as well. Revision performed to replace the cap and screw. The parts were not returned. Therefore, the exact cause of the breakage cannot be established. If the parts are returned in the future, further engineering evaluations will be performed, and this form will be updated if necessary. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.